Event description:
It was reported that patient showed high impedance during replacement surgery that was scheduled for battery depletion. The generator that was replaced was completely depleted, it was unable to be interrogated. A new battery was placed. After running system diagnostics 4 to 5 times, an abnormal impedance value was seen (high). The output current was unable to be delivered as well, this was noted to be due to a communication error. The pin had been unplugged and re-inserted. The high impedance value still persisted after this. The lead had remained in place, and the surgery was ended with the patient still presenting with high impedance. The surgery was extended by more than 20 minutes than expected. There is a possibility of lead replacement in the future. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6: investigation findings & investigation conclusions; corrected information; initial MDR inadvertently omitted information known prior to submission".

Event description:
Lead revision performed. Lead was cut near the electrode helical part. Physician request formal letter from the results of the product analysis. Devices were noted to have been returned to the manufacturer on 8/15/2022. Products have not yet been received to date. No other relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation?; corrected information; initial MDR inadvertently omitted information known prior to submission. H3. Device evaluated by MFR?; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
Both lead and generator were received by the manufacturer. No other relevant information has been received to date.

Event description:
Product analysis was completed for both the generator and lead. No other relevant information has been received to date.

Manufacturer narrative:
H4: device manufacture date corrected information; initial MDR inadvertently included incorrect information.

Manufacturer narrative:
H6. Investigation conclusions; corrected information; initial MDR populated with incorrect coding.